Event description:
It was reported the device exhibited an oversensing anomaly. No adverse patient consequences were reported. No further information available. The event date is unknown at this time.

Manufacturer narrative:
(B)(4).